Manufacturer narrative:
(B) (4). Pseudoarthrosis. Literature article citation: shen et al. Pseudoarthrosis in multilevel anterior cervical fusion with rhbmp-2 and allograft. Spine 2010; 35:747-753. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device info. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the pt underwent an acdf from c4-t1 due to cervical spondylotic myelopathy with radiculopathy. Rhbmp-2/acs was used. Six months post-op, the pt was diagnosed with a pseudoarthrosis at c7-t1. The pt was asymptomatic, and no revision surgery was performed. At 24 months post-op, the pt still had a non-union at c7-t1.